Event description:
It was reported this catheter was successfully placed. It was noted approximately 1 month post placement the distal portion of this drainage catheter had detached and remained in the patient. A snare was utilized to successfully retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. In 2002 the patient subsequently expired due to renal failure. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the exact cause of this event.